Event description:
It was reported, the when using the video system center, the image did not appear when connected to the 260 series scope. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 (eleven) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, the cause for this reportable malfunction could not be defined. Olympus will continue to monitor field performance for this device.